Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on the bus and unable to recover. A field service engineer (fse) arrived on site to address drawer 4.1 being off the bus on the main station. The system was powered off, and the cable connection between the drawer controller and ribbon connector was reseated. After restarting the station and completing a final test in hardware test application, the customer was able to access items inside drawer 4.1, confirming the issue was resolved. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not detected on the bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.